Event description:
Clinical diabetes educator called 02/2002 alleging that their facility's datadock onetouch ii hospital meter was reading inaccurately low, and a paitent was treated based on the low reading from the meter, but the lab result was high. She did not remember the date of the incident. Patient in ICU was feeling "different". Nurse decided to check patient's blood glucose. The result was 44 mg/dl on the datadock/ot ii hospital meter. She gave the patient 1 ampule of glucose and re-tested in a few minutes on the same meter with a result of 99 mg/dl. At the same time that the retest was done, a lab was also drawn. The lab result was 250 mg/dl. Nurse thought that the meter was not working right due to the big difference between the meter and lab results. The checkstrip and control tests both passed. Diabetes educator was still not comfortable placing the meter back on the floor to be used on the patients. She decided to do another meter to lab comparison. She took the meter down to the lab and used the blood from a tube in the lab. But the blood was not aerated before applying the sample on the test strip. The result therefore, could be inaccurate. The meter result was 65 mg/dl and lab result was 95 mg/dl. Diabetes educator was also not sure if the nurse's technique was correct. She also did not know the patient's hematocrit. No further information was reported.